Event description:
It was reported that patient experienced ineffective stimulation. Targeted pain pattern was right ankle. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated. Sectoin h4: device manufacture date is unknown. A patient experiencing ineffective therapy was reported to abbott. The patient's system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.